Event description:
Spontaneous call from patient regarding pump serial number (B)(4). Patient advised that yesterday after about 8 hours the pump did a factory reset in the middle of the night. He said the pump started to infuse at a rapid rate so he disconnected the pump and was able to start infusion on a different pump. He had programmed pump serial number (B)(4) with cnss nurse yesterday. Patient reports that he can taste the remodulin in his mouth, slightly increased heart rate, and feeling of the air being thin. Patient was advised to follow up with his doctor and to seek care if symptoms got any worse. Patient stated he was discharged from the hospital 2 days ago for unknown reason and has already been titrated to pump rate of 0.028 ml/hr but last mill was only with 2 ml of remodulin 10 mg/ml. Patient was advised per our dose guide that his mill should be 2.6 ml and that we were waiting on review from md. No further information available. Did we [MFR] replace the device? Yes. Did the pt have a backup device they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Did the reported product fault occur while in use with the pt? Yes. Did the product issue cause or contribute to pt or clinical injury? Yes. To successfully continue their infusion? Yes. Pt had rapid rate of infusion and experiencing side effects of taste in mouth, slightly increases heart rate, feeling of thin air. Is the actual device available for investigation? Yes. Reported to (B)(6) by pt/caregiver.